Manufacturer narrative:
(B)(4). Damaged anvil, former and nonconforming cartridge weld. The analysis results confirmed that the device was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejecting from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple from being held in the firing chamber for its complete formation, resulting in an ejected staple. The deformation in the anvil has been correlated to a manufacturing process. The appropriate engineering personnel have been notified of this incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a c-section, the device misfired. The staples were not forming a box shape. Pulled another device to finish the case, which worked correctly. Patient is fine.